Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer is having some issues with the insulin pump screen. Customer stated that when she goes to bolus, the screen goes blurry. Customer stated that she cannot see what she is doing but then the screen goes back to normal. Customer stated that the motor is working fine. Customer stated that she had a low blood glucose level of 40 mg/dl. Customer stated that she got home that night and she was fine. Customer stated that she does not know if the insulin just leaked into her. Customer's current blood glucose was 151 mg/dl. Customer's blood glucose was in the 60's mg/dl at the time of the incident. Customer stated she had a blotchy and blurry screen. Customer stated that she cannot read the screen at times. Customer was disconnected during the rewind/prime sequence. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer stated that the programming is accurate. Customer declined to continue with troubleshooting.

Manufacturer narrative:
The pump was received with all operating currents within specification and passed the functional testing including the rewind, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump had no display blotches blurriness. The pump had minor scratches on the lcd window, a cracked lcd window, a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.